Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for falsely elevated troponin I result is unk. The elevated troponin I with an abnormal reaction flag should not have been reported. A siemens healthcare diagnostics representative was dispatched. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A falsely elevated troponin I result with an abnormal reaction flag was obtained on a pt sample. The result was reported to the physician. The physician questioned the result. A redraw on the patients was negative. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.